Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no deformation of the nozzle was observed, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The event can be detected and prevented in accordance with the following instructions for use (IFU): the instruction manual cf-hq1100dl/I operation manual chapter 3 preparation and inspection describes how to detect for the suggested event. The instruction manual cf-hq1100dl/I reprocessing manual 5.3 precleaning the endoscope and accessories, 5.5 manually cleaning the endoscope and accessories describes how to prevent for the suggested event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation of control knob left-right did not maintain position was not confirmed. Device evaluation found a dark foreign material resembling glue or silicon inside the nozzle. The additional evaluation findings are as follows: due to wear of angle wire, the play of up and own knob was out of the standard value, air and water cylinder had discoloration, suction cylinder had discoloration, scope connector cover unit had a scratch, scope connector case unit had a scratch, due to wear of angle wire, bending angle in up direction did not meet the standard value plastic distal end cover had a scratch, bending tube was damaged, adhesive on bending section cover was detached, connecting tube had a scratch, and universal cord coating peeled off. The investigation is ongoing. Several attempts to obtain additional information were made however a response was not received. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the colonovideoscope control knob left-right did not maintain position. There were no reports of patient harm. During evaluation of the returned device, it was found that there were foreign objects in the nozzle and therefore is considered a medical device report (MDR). This MDR is being submitted to capture the reportable malfunction found during evaluation.